Event description:
While interrogating the device during a follow-up, there was a decrease in battery longevity noted due to a suspected overestimation of battery life by the programmer. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The device returned due to diagnostic anomaly. The cause of the diagnostic anomaly was most likely due to a programmer software issue. A longevity estimation was performed, and the battery voltage was found to be within expected longevity performance.